Event description:
It was reported that during a water vapor therapy procedure, after the patient had been administered a general anesthetic, an error message was received stating the delivery device needed to be replaced. The account did not have another delivery device. The procedure was then cancelled and rescheduled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.